Manufacturer narrative:
Other relevant history, including preexisting medical conditions.added esophageal cancer in stage IV to the pre-existing conditions.

Manufacturer narrative:
Reportability of death the patient expired due to esophageal cancer over two and a half months after the initial procedure. Cancer is not related to our device, and this portion of event is not reportable to FDA. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic fistula using a gore® tag® thoracic endoprosthesis (tgt3415/8744571). An access was gained in the left external iliac artery (leia), but as vessel diameter of the leia was so small (6.0-7.6mm) that a plain old balloon angioplasty (poba) was performed to the leia. The tgt3415 was then deployed and the procedure was concluded. On the same day, the patient developed paraplegia and a spinal drainage was performed. On (B)(6) 2011, the patient was discharged and transferred to another hospital with the paraplegia still remaining. On (B)(6)2011, the patient expired due to esophageal cancer.

Manufacturer narrative:
(B)(4).